Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test due to motor error. The motor was tested outside the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Customer performed displacement verification test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.